Manufacturer narrative:
The albumin reagent lot number was 855750. The expiration date was not provided. The qc was within the assigned ranges on the day of sample measurement. The field service engineer changed the sample and reagent probes, adjusted the sample probe, checked the mixer and adjusted the clean rinse, and the clean wash stations. He then did prime and wash, and performed maintenance. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with albumin gen.2 assay on a cobas c 503 analytical unit. Sample (B)(6): initial result: 4.48 g/l. The customer questioned the initial result as it was low and did not match the patient's previous results, prompting the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 30.3 g/l. The repeat result was deemed to be correct as it was consistent with the patient's previous results and was aligned with the patient¿s clinical condition. Sample (B)(6) was tested on (B)(6) 2025: initial result: 3.96 g/l. Repeat result: 27.5 g/l.

Manufacturer narrative:
The field service engineer checked the analyzer multiple times and performed a series of troubleshooting-related actions. The service actions performed by the engineer resolved the issue. No further issues were reported after the service actions. The cause of the event could not be determined.